Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2015. The revision surgery was due to hip dislocation. During the revision, the acetabular insert was removed and replaced from a 0 degree hood to a 0 degree hood +4mm.